Event description:
It was reported that the recorded episodes indicate intermittent t-wave oversensing (twos) post sense on the right ventricular (rv) lead. It was recommended to consider reprogramming the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2013. (B)(4).